Event description:
Pt status post liss plate/screw implantation returned to surgeon with the implant protruding into the epidermis of the right distal lateral femur. Hardware was removed. Surgeon noted the screws/plate did not fail; pt has severe osteoporotic bone.

Manufacturer narrative:
Synthes is unable to provide the manufacturer, PMA/510k number or the date of manufacture without a lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.